Event description:
It was reported the patient presented with a pacemaker exhibiting far r wave oversensing. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing could not be confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any oversensing, noise or functional issues. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at the elective replacement indicator (eri) voltage with normal battery depletion. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.